Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the available information, the reported single leaflet device attachment (slda) appears to be due to challenging patient anatomy. The reported mitral regurgitation (mr), dyspnea, and heart failure appear to be cascading effects of the slda. Furthermore, mr, dyspnea, and heart failure are listed in the instructions for use as known possible complications associated with mitraclip procedures. The reported hospitalization, required medication, and unexpected medical intervention are the results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report single leaflet device attachment/slda, prolonged hospitalization, shortness of breath, recurrent mitral regurgitation, medical intervention and heart failure. It was reported that the initial mitraclip procedure on (B)(6) 2021 was to treat degenerative mitral regurgitation (mr) with a grade of 4. It was noted large prolapse , flail, and friable leaflets. The patient had a balloon pump. One clip was successfully deployed, reducing mr to trace. On (B)(6) 2021, the patient returned with shortness of breath and heart failure. The clip was observed detached from the anterior leaflet, but remained attached to the posterior leaflet (single leaflet device attachment/slda), increasing mr to 4. The physician stated the cause of the slda was due to friable leaflets. The patient will remain hospitalized. On (B)(6) 2021, the patient underwent a second mitraclip procedure to treat the slda. One additional clip was implanted, reducing mr to 3-4. No additional information was provided.